Event description:
It was reported through a service report that the timing link on the head right siderail broke and the siderail could not be locked in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail, timing link.